Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the pumping process. There was no adverse impact to the customer's blood glucose level, confirmed not exceeding 500 mg/dl. Customer technical support confirmed the alarm and arranged to replace the pump. The customer was informed about receiving a replacement pump with updated software and instructed on storage mode procedures and return of the problematic pump. The customer acknowledged the instructions, and a backup therapy using multiple daily injections was planned to ensure continued insulin delivery.